Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient uses tandem tslim in modified closed loop. According to the patient, on (B)(6) 2025, the patient experienced brief sensor issue displayed on both receiver and mobile screens over 3 hours. As a result of the error, there were no continuous glucose monitor (cgm) readings on the screen. The patient reportedly checked the blood glucose (bg) and it was 600 mg/dl. She vomited 4 times and passed out. The patient stated she self-treated by injecting insulin and the bg had dropped to 70 mg/dl over an unspecified time period. The patient increased he water intake for 2 days and felt fine during the call. There was no documentation of further medical evaluation or intervention. Performance data was reviewed. The allegation was confirmed due to the finding of "no readings", "sensor error" or "brief sensor issue". The probable cause was determined to be sensor noise. No additional patient or event information is available."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2025. The patient uses tandem tslim in modified closed loop. According to the patient, on (B)(6)2025, the patient experienced brief sensor issue displayed on both receiver and mobile screens over 3 hours. As a result of the error, there were no continuous glucose monitor (cgm) readings on the screen. The patient reportedly checked the blood glucose (bg) and it was 600 mg/dl. She vomited 4 times and passed out. The patient stated she self-treated by injecting insulin and the bg had dropped to 70 mg/dl over an unspecified time period. The patient increased he water intake for 2 days and felt fine during the call. There was no documentation of further medical evaluation or intervention. Performance data was reviewed. The allegation was confirmed due to the finding of ""no readings"", ""sensor error"" or ""brief sensor issue"". The probable cause was determined to be sensor noise. No additional patient or event information is available.